Event description:
It was reported that the patient underwent a lead explant procedure due to lead migration. The explanted lead was disposed by the facility.

Event description:
It was reported that the patient underwent a lead explant procedure due to lead migration. The explanted lead was disposed by the facility. Additional information was received that the patient experienced loss of stimulation as a result of the lead migration.